Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue as there were no tanks or gas connected to the insufflator. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called in to report that the insufflator kicked them out of standard mode. The isi technical support engineer (tse) found no related errors in the log. The tse shared several possibilities for canceling standard mode (waiting 10 minutes, changing the flow rate, or turning on the smoke evacuation). The site selected standard mode again, but the issue persisted. The site elected to move on with a third-party insufflator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: the procedure was a conversion gastric sleeve to roux-en-y gastric bypass. The procedure was able to be completed robotically once switched over to the third-party insufflator. The procedure was delayed by 15 minutes.